Event description:
The customer stated that he was hospitalized with a high blood glucose of 442 mg/dl. The customer stated that the insulin pump had given a motor error alarm prior to the hospitalization. Troubleshooting was performed. The drive support cap was not damaged. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced due to the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed funtional testing. However, the device was stuck in the motor error loop during the bolus and basal delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the error test, excessive no delivery and occlusion tests due to the motor error alarms. The insulin pump had a scratched display window.